Event description:
It was reported when using the pyxis medstation es system, drawer was sticking out and could not be reinserted into the machine. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer rails were defective. The field service engineer replaced the rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.